Manufacturer narrative:
An infection at the ipg site was reported to abbott. The patient was administered antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced an infection at the ipg site with drainage as the incision is not healing. As a result, surgical intervention may be undertaken to address the issue. The patient was administered antibiotics to address the issue.